Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.8, lab: 2.3. Date: (B)(6) 2010, inratio: 2.3, lab: 2.2. Date: (B)(6) 2010, inratio: 2.0, lab: 2.3. Caller also alleged imprecision with another strip lot #243699. Results as follows: date: (B)(6) 2010, inr: 1.9 (strip lot #243699). Date: (B)(6) 2010, inr: 1.8 (strip lot #241836). Date: (B)(6) 2010, inr: 2.2 (strip lot #243699). Date: (B)(6) 2010, inr: 2.3 (strip lot #241836). Date: (B)(6) 2010, inr: 1.8 (strip lot #243699). Date: (B)(6) 2010, inr: 2.0 (strip lot #241836). Patient's therapeutic range: 2.0-3.0 inr.